Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained saline and an unknown brand of baclofen [1000 mcg/ml] at a dose of 50 mcg/day. It was reported a bridge bolus programmer error occurred. The drug concentration was incorrectly entered as the old drug desired dose. The hcp stated that for the old dose, instead of 50 mcg/day, she accidentally put in 1000 mcg which was the concentration. Troubleshooting resolved the event as the hcp was assisted in reprogramming the bridge bolus to deliver the correct 50 mcg/day dose. No patient symptoms/complications were reported.